Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software p section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 8 boluses per day and that they had been having problems when they bolused. Per the patient, it took them over 45 minutes before the bolus completed. The patient stated that they tried to call before and was told "it's normal". The agent had the patient connect to their pump and they got ¿no device found¿. The communicator had the blue light blinking and they saw "close app or wait" on the handset. The agent had the patient turned off and on the communicator, close all apps on the handset, and then try to connect to their pump, but they still got ¿no device found¿. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. When asked about the event date, the patient stated, "for months". The patient was going to call back if/when they needed further assistance.